Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383592 and lot number 4031718. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported the bd nexiva diffusics 20g x 1.00 in leaked. It was reported by the customer that after switching from nexiva to diffusics they are having more infiltrations and CT is having extravasations from the ed. They wondered if it is a lot issue. Verbatim: ed moved from nexiva to diffusics and they are stating they are having more infiltrations and CT is having extravasations from the ed. They wondered if it is a lot issue. Additional information received on 24-jul-2024 ¿ were there any adverse events with this issue? O infiltration resulting in additional venipuncture and extravasation. ¿ could you please explain briefly what was issue with the product? O increased prevalence of infiltration ¿ can you provide any videos of the procedure? O no ¿ were there any other issues other than infiltration? O difficult to advance ¿ could you please provide the medication that was used while infiltration was traced? O multiple instances which include but not limited to; normal saline, contrast dye, saline flush.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.